Manufacturer narrative:
There are no further measures taken relative to this matter.

Event description:
Baxter reported. "There was excess povidone iodine in the sponge of the minicaps." There was no pt injury or medical intervention associated with this incident according to baxter.